Event description:
The customer reported that the pt's leads were off for an extended time and alarms went unnoticed and then the transceiver went into transmitter off mode, at approx 12 mins after the leads were off. The pt was checked and found in full arrest and subsequently died.

Manufacturer narrative:
The customer did not provide the device serial number. There was no allegation of device malfunction and no request for device testing. A leads off event occurred during which time, alarms and the absence of a pt rhythm went unnoticed by staff, leading to a delay in treatment of the pt who was found in full arrest. There is no evidence to support that a device malfunction occurred. The transmitter/transceiver turned off after 10 mins going into a 'transmitter off' mode. Both messages "leads off" and "transmitter off" are displayed at the info center. The device operated as designed and configured. The customer was in the process of their own root cause analysis and was planning on following up on this as an internal issue. The device remains in use at the customer site.